Event description:
The reporter indicated that the pt had the device implanted on the right pectoral side, and previously had an abdominal implantable cardioverter/defibrillator with transcutaneous leads implanted. The abdominal implantable cardioverter/defibrillator was removed, but the leads were capped and left intact. The pt received inappropriate shocks due to leads in the ventricle hitting against one another, which the defibrillator sensed and declared fibrillation. The current plan is to re-operate on the pt to try to remove the old lead system. If successful, this would eliminate the problem.